Event description:
The patient's mother contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) levels starting on (B)(6) 2012. The patient's mother reported that the patient's bgs have been running in the 300 to 500 mg/dl range and on the morning of (B)(6) 2012 his bg was up to 600 mg/dl and tested positive for moderate ketones. The reporter denied that the patient developed any symptoms suggestive of a high blood glucose. The patient was at school at time of 600 mg/dl reading and school nurse corrected the high bg with administering a correction bolus of 2.45u using the pump and having the patient drink water. At the time of troubleshooting, the patient's mother reported that on (B)(6) 2012, she contacted the diabetes center and they adjusted the patient's basal rates. The reporter claimed the patient's bg responded initially; however, the following day his bg began to rise again. The patient's mother informed animas customer support that the patient's site/set was changed at least 5 to 6 times since the high bg readings began with last change being on (B)(6) 2012. The reporter denied leaking of insulin at the site or down the tubing. Animas customer support advised the patient's mother to contact the patient's hcp and inform of high bgs and testing positive for ketones and obtain guidelines on how to proceed with patient's treatment. She was advised to call animas back for further troubleshooting and pump review. Customer support made several attempts to reach the reporter when she did not follow-up; however, were unsuccessful in their attempts. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that data from the date of the alleged event was not available and had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.